Event description:
It was reported that the helmet heated up during surgery. The procedure was completed successfully. There were no reports of adverse consequences associated with this event.

Manufacturer narrative:
Based on the quality inspection, the t-connector of the fiber optic cable had separated from the headlight module causing the light to shine directly on the user creating more heat than the fan could remove.